Event description:
Target was informed that, during the procedure, the marker of the catheter was invisible under fluoroscopy. After the catheter was removed, the physician found the marker had been lost. This occurrence had no impact on the pt's health.

Manufacturer narrative:
Failure related to use with an intraluminal device.